Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2024).

Event description:
It was reported that during an expandable stent graft placement procedure in the iliac through common femoral access, the catheter delivery system allegedly did not fit into a 6fr introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is first complaint reported for this product / lot number combination, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported device incompatibility issue. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: directions for use: site access and preparation: 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent. 13. Advance the endovascular system over the guidewire into the introducer sheath. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a expandable stent graft placement procedure in the iliac through common femoral access, the catheter delivery system allegedly did not fit into a 6fr introducer sheath. The procedure was completed using another device. There was no patient contact.